Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. Imc logs were reviewed. It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. No patient was involved.